Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies followed by loss of lock. The patient was seen by the center for device evaluation. Testing preformed confirmed that the device was not functioning. Surgery to explant the patient's device is to be scheduled.